Manufacturer narrative:
Johnson &; johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on april 06, 2022. Raw material and component records were reviewed and were found acceptable. Two medwatches being submitted as two devices were involved in this event. See medwatch 8041154-2023-00001 & 8041154-2023-00002. The same patient is represented in each medwatch. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.

Event description:
A 55 year old female consumer reported an event with band-aid brand tru stay sheer large adhesive pad. Consumer reported the product has given her a terrible rash and blisters. The consumer visited health care profession (hcp) and the hcp prescribed her hydrocortisone cream for the treatment. The consumer was still experiencing symptoms while reporting this event. This is two of two medwatches being submitted as two devices were involved in this event. See medwatch 8041154-2023-00001. The same patient is represented in each medwatch.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Patient weight, and ethnicity and race were not provided for reporting. This report is for one (1) band-aid brand tru stay sheer large adhesive pad 10ct USA 381370047681 381370047681usa 381370047681usa, lot number 0962b. UDI #: (B)(4). Upc #: 381370047681. Lot #: 0962b. Expiration date - n/a. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. This is two of two medwatches being submitted as two devices were involved in this event. See medwatch 8041154-2023-00001. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.